Event description:
The customer contacted physio-control to report that their device occasionally sticks on a white screen when powered on. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. The customer also observed that an event code was logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The root cause of the reported event was determined to be a thermally sensitive integrated circuit, designator u2, on the user interface pcb assembly.

Manufacturer narrative:
Physio-control evaluated the device and duplicated the reported event. The user interface pcb assembly was replaced to address the white screen and service event code. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device occasionally sticks on a white screen when powered on. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. The customer also observed that an event code was logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.